Event description:
N/a

Manufacturer narrative:
Certas valve (ID 828810pl) was returned for evaluation. Device history record (DHR)- the product code 82-8810pl with lot 6604068 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected and no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, and pressure. The valve functions. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer was probably due to after steam sterilization the ruby ball sticks to the ruby seat¿ potential effect(s) of failure include ¿'excessive pressure required to flush the valve pre-procedure ("valve popping).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 5 reports (different patients, different certas valves, same facility). Other mfg report numbers: 3013886523-2023-00147. 3013886523-2023-00148. 3013886523-2023-00150. 3013886523-2023-00151. A facility reported a certas plus (ID 828810pl) was implanted on (B)(6) 2023. The valve has no flow when checked with manometer on back table, therefore, it was removed on (B)(6) 2023 and the issue was resolved.